Event description:
It was reported that when using the bd pyxis¿ es server, the interface appeared to be down, and multiple medication orders failed to transfer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not transferring to devices. The technical support specialist (tss) confirmed that the issue self-resolved on the customer's end. No root cause was identified, and no abnormalities were detected in carefusion coordination engine (cce) functionality or on the es side. The system functioned as intended after the technical support specialist investigated the issue.